Event description:
For the past several months, problems encountered with endotracheal tubes are as follows: malformed cuffs, globs of plastic on the lumens, partially occluded tubes, leaking cuffs and split cuffs. The rptr stated that it appears heat welding process is causing the cuff problem.